Manufacturer narrative:
The device was returned with heavy coag build up on jaws, the jaws are bent, not in a position that they would have left the manufacturing floor, also observed that the kynar electrode insulation is worn away, not from moving in and out of the bi-lumen, but appears to be worn from use or being rubbed against some other instrument, cleaned the forceps before functional testing, connected the forceps to the generator using the cord that was returned by the customer, generator set at 24 watts coag, device activated and coagulated, no loss of function or sparking observed, noted that due to the jaws and remove them from the test sample. Once cleaned, there is no visible sign of jaws being burned. Cannot confirm the complaint, device functioned as designed, excessive worn insulation and bent jaws appears to be caused by excessive use from the customer. Refer to the IFU for jaw cleaning which may affect function.

Event description:
It was reported to gyrusacmi that during a laparoscopic myomectomy, there was a larger spark between jaws than usual. The jaws got burned. The device had difficulty in sealing. Another device was used to complete the procedure. There was no harm to the patient. There are three devices associated with this incident. Please see the following MFR report numbers: 2183680-2013-00024, 00025, 00026.